Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) would like to know if he can enable program delay option on pcu8015 configuration. In system configuration he can see enable/disable option, but it did not allow him to enable delay infusion. Pcu sn (B)(4). Case resolution: I advised (B)(4) to contact his pharmacist or whoever is in charge of the gr editor software to verify if the delay infusion was intentionally disable in the library. (B)(4) will contact his pharmacy. There is no patient involvement.